Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump was warm and the battery not last as long. The customer¿s blood glucose was unknown. Customer stated that the blood at site. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.